Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had illuminated its service led and was not able to obtain an ECG waveform. As a result, defibrillation (or the need for defibrillation) could have been delayed or prevented, if it had been necessary. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
The device was not returned to physio-control. A third-party service agent evaluated the customer's device and was unable to reproduce the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device had illuminated its service led and was not able to obtain an ECG waveform. As a result, defibrillation (or the need for defibrillation) could have been delayed or prevented, if it had been necessary. There were no reports of patient use associated with the reported event.